Manufacturer narrative:
No evaluation conducted due to product not being available to be returned for evaluation.

Event description:
It was reported that during a meniscal repair procedure, t2 deployed prematurely from the device. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.